Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have a one bent grip tip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the 8 mm medium-large clip applier instrument was observed to be bent. The clips were getting stuck and then popping open when the surgeon tried to remove the clip. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury. The incident occurred when the surgeon clipped the duct. The clip did not detach at the tip of the clip applier. The clip was stuck. The weck medium-large clip applier clips were the type and size clips used. The vessel or tissue bundle was not greater than the specified diameter suggested in the user manual. The issue occurred on the 1st clip application. The issue was resolved with a backup clip applier instrument.